Manufacturer narrative:
Date of manufacturing was used for lot number format on this lot of product. Investigation: 3m team members visited the facility to investigate this report. Endotracheal tube (ett) taping technique was discussed. Clinicians in nicu plan to modify their taping technique to include spiraling the tape on etts to increase surface area for adhesive contact. This technique is utilized in another unit at their facility where they are reportedly having good success with the product. All production lots sent to us and (B)(4) customers were also reviewed. Batch production and retain test data met specification.

Event description:
Customer reported 3730-1 multipore dry tape was used to secure a female infant's endotracheal tube (ett). The infant was reportedly active and had excess oral secretions. The ett tube reportedly slid out of position and the infant required reintubation. No trauma occurred with reintubation and there were no known injuries as result of the unplanned extubation.